Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The device was received stuck in motor error alarm loop during bolus delivery. The motor may have had an intermittent failure not detected during testing. The motor was tested outside the device and passed. The device had cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump alarmed motor error. During troubleshooting, customer stated that they do not use the sensor feature and was unable to rewind the insulin pump. Customer stated they did not recall any significant events that led to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 157 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).